Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: one opening crease smooth in the side anterior assessed as fold flaw opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left- side deflation. Device remains implanted.